Event description:
It was reported that the patient complained of an increase in heart rate following exertion or when pressing down on the device, which can result in the patient feeling 'short winded.' The device rate response was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.